Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp-df 4.5/5 r 11ho l276 tan was found broken on the shaft. The broken fragment was returned. A dimensional inspection for the lcp-df 4.5/5 r 11ho l276 ta was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 r 11ho l276 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device history lot part #: 422.256s, lot #: 398p725, manufacturing site: jabil grenchen, release to warehouse date: 06, october 2021 , expiry date: 01, september 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Postal code-(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the plate fixation surgery ,which was reverse application of distal femoral plate, for peri-stem fracture with the product in question. The surgery was completed successfully without any surgical delay. At the end of october, the plate breakage was confirmed. Reoperation and removal are currently not scheduled yet. The surgeon is concerned that there may be problems with loading, plate length, screw alignment, etc., in addition to the possibility of osteosynthesis or pseudoarthrosis. Since there was no patient's fall and the plate was broken, he asked to investigate whether there was any problem with the product, just to be sure. Possible causes other than the product could be the problems with loading timing, stress concentration due to screw alignment, and the possibility of pseudoarticulation. The devices are disinfected and cleaned. Infectious disease: none no further information is available. This report is for one (1) lcp-df 4.5/5 r 11ho l276 tan this is report 1 of 1 for complaint (B)(4).